Event description:
Report received from the USA stating that "the cord had been cut by a bed rolling over it." The event was not related to surgery; occurred prior to pt use. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been revised by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).